Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An attorney.

Event description:
Pinnacle litigation records received. Litigation alleges friction and wear between the metal head and metal liner caused large amounts of toxic cobalt-chromium particles to be released into patient's blood, tissue and bone surrounding the implant. Patient also experienced inflammation, pain and discomfort including when ambulating or moving to and from a sitting position. Doi: (B)(6) 2011; dor: (B)(6) 2016; (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4).

Event description:
Ppf alleged metallosis. Litigation alleges biologic corrosion, injuries, crushing or popping noises, difficulty standing or walking, hip fractures, fatigue, infection, causing damage or death to surrounding bone and tissues. The pinnacle implants were removed due to aseptic loosening of the right total hip requiring a replacement. Doi: (B)(6) 2011 - dor:(B)(6) 2016 (right hip).